Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level "high," actual value was not provided. A correction bolus was delivered to address high bg via the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.